Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet

Event description:
It was reported that the port and catheter were removed due to an alleged infection. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 8f groshong catheter was returned. The catheter was returned in two segments along with one cath-lock. The three-way valve of the groshong catheter and the port body were not returned. A visual and functional evaluation was performed. All fractured edges were noted to be sharply formed while the fracture surfaces were noted with slight pattern transfer typically left by sharp instrument as that which might be left behind by surgical scissors. Both catheter segments were patent to infusion and aspiration with no leaks detected. No other anomalies were noted. Therefore, the investigation is inconclusive for the alleged infection as the return sample did not provide evidence to confirm any alleged deficiency with the port or catheter and no medical records were not provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 12/2020).

Event description:
It was reported that the port and catheter were removed due to an alleged infection. The patient was started on antibiotics.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 8f groshong catheter was returned. The catheter was returned in two segments along with one cath-lock. The three-way valve of the groshong catheter and the port body were not returned. A visual and functional evaluation was performed. All fractured edges were noted to be sharply formed while the fracture surfaces were noted with slight pattern transfer typically left by sharp instrument as that which might be left behind by surgical scissors. Both catheter segments were patent to infusion and aspiration with no leaks detected. No other anomalies were noted. Therefore, the investigation is inconclusive for the alleged infection as the return sample did not provide evidence to confirm any alleged deficiency with the port or catheter and no medical records were not provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Additional MFR narrative: model # (expiration date: 12/2020), date received by MFR., adverse event or product problem, outcomes to adverse event.

Event description:
It was reported that the port and catheter were removed due to an alleged infection. The patient was started on antibiotics.